Event description:
It was reported that during the implant procedure, the physician was treading the lead up to the epidural space. The lead was up high in the cervical region and the pt only felt pressure and pain in the back as the lead moved up. As a point was hit, before testing was done, the pt felt extreme paresthesia down both legs. The lead was pulled back and the paresthesia resolved in the left leg, but not in the right, specifically around the knee area. It was a burning type pain. The lead and needle were removed and the procedure was not preceded any further. Pain medication was administered. The pt was hospitalized for 2 days. It was thought that the pain came from an exacerbation of his reflex sympathetic dystrophy into his lower extremity. His pain subsided slowly and he was doing much better.